Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 6800 sys had an error message of "high kv low ma" prior to a case. The sys could not be rebooted and the procedure was rescheduled. No pt injury was reported.